Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., g.1., h.6. Continued h.6. Health effect - impact code: f1903.

Event description:
Patient reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, crease fold, wear abrasion, and cloudiness/voids in the gel observed after autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no openings were observed on the device.

Event description:
Device was explanted.